Event description:
It was reported to tyko/kendall healthcare on 2/26/2007, that a customer had a problem with a needle. The customer reports, "in the process of doing and arterial blood gas draw the needle came completely out of the hub and was removed from the patient."

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.